Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for parkinson dual and movement disorders. It was reported that the patient had been hallucinations since end of (B)(6) 2016. They thought it was related to medication and not deep brain stimulator (dbs), but they could not confirm for sure. They stated after started new medication, the patient was found trying to run down the hallways naked holding a butter knife. They also reported the dbs therapy was helping the tremors but tremors had really gotten worse since (B)(6) 2015. It was indicated that the fall could be related to this issue. The patient fell a couple weeks ago and fell again a day prior to this call from dizziness. They confirmed the managing health care provider (hcp) was aware of problems. The patient was put on 3 different medications and was currently living in geriatric psychiatric unit. A couple days later, additional information received from the consumer¿s family via a company representative indicated that the patient had a rough (B)(6), resulting in a fall and being unable to feed himself. Patient was doing better a day prior. They did not think the issues were related to dbs, but they were frustrated with the continual change in medications and the facility¿s inability to give the medication on a consistent schedule. The event occurred on (B)(6) 2016. It was noted that the issue was resolved at time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional (hcp) reported the patient's medications were changed to help with the hallucinations and the patient was tested and found to have a uti. An antibiotic was given for the uti. The deep brain stimulator (dbs) was working well. The cause of the tremors was the uti and progression of the disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.